Event description:
Reportable based on device analysis completed on 10oct2013. It was reported that crossing difficulties occurred. The 95% stenosed target lesion located in the moderately calcified and moderately tortuous forearm vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced to the target lesion; however, the device could not cross at the proximal stricture of anastomosis. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed balloon torn longitudinally.

Manufacturer narrative:
(B)(4).

Event description:
Reportable based on device analysis completed on 10oc2013. It was reported that crossing difficulties occurred. The 95% stenosed target lesion located in the moderately calcified and moderately tortuous forearm vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to the target lesion,however the device could not cross at the proximal stricture of anastomosis. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed balloon torn longitudinally.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination of the device found no kinks along the entire length of the device. However, an examination of the balloon identified a longitudinal tear in the balloon material, running the entire length of the balloon. No issues were noted with tip profile or markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).